Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced feeling unwell. The patient was brought to the hospital where they arrived friday night. When a fingerstick was taken the cgm reading was 17.0 mmol/l, and the blood glucose reading was 35.0 mmol/l. When ketones were tested these were 5.5 mmol/l. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin. No further medication was reported and the patient was discharged the next morning. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.